Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. It was reported that the trial was initiated on (B)(6) 2024. It was reported that the patient experienced a symptoms of not feeling well/sick. The issue was still going on. Additional information was received from a patient on 2024-jul-19. The patient stated that they were having "constant" bowel movements and this was worse compared to before the procedure. The patient had a "tendency to have diarrhea" and had a bout of it about ten minutes prior to this call. Patient was taking anti-diarrhea medicine; they were also taking antibiotics but was no longer doing so. Support link advised patient to contact their doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.